Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively after a pulsed field ablation procedure, the patient experienced bleeding at the puncture/vascular access site upon return from the operating room. A femostop was applied for up to 3 hours followed by a compressive dressing. Ultrasound imaging showed a subcutaneous hematoma at the puncture site that was not actively bleeding and was in the process of resorption. Blood testing showed hemoglobin of 130 g/l, decreased from 160 g/l on admission. A one-time intravenous dose of medication was administered. The patient underwent extended hospitalization. The case outcome is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.